Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer cleared the alarm to address the event and resumed insulin delivery without a supply change. There was no reported impact to blood glucose. Reportedly, customer declined to provide additional information regarding the event.